Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: investigation revealed that the battery compartment was cracked. Evaluation also revealed that the battery cap was damaged with stripped threads. Unrelated to these issues, the audio bolus button cover was found to be torn and punctured. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked. Evaluation also revealed that the battery cap was damaged with stripped threads. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(6) 2015.